Event description:
It was reported that during a uterine fibroid embolization procedure, withdrawal resistance occurred. The target lesion was located the left uterine artery. The physician experienced resistance while advancing and withdrawing the direxion hi-flo microcatheter through a 5 french c1 shaped imaging catheter. He also noted that the bern shaped direxion hiflo ¿flattened out¿ more than he expected. The procedure was completed successfully despite the resistance. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - on initial inspection of the device the catheter tip was found to be flat (a distinct ¿bern¿ shape was not observed). No other defects were noted to the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the resistance occurred within the guide catheter. It was not confirmed if the internal diameter of the 5fr catheter was .035" or .038". The lesion did not contain a significant bend and was non-tortuous. The catheter was easily removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the resistance occurred within the guide catheter. It was not confirmed if the internal diameter of the 5fr catheter was .035" or .038". The lesion did not contain a significant bend and was non-tortuous. The catheter was easily removed from the patient.